Event description:
Patient had aaa repair in 2007. The following month, patient underwent additional procedure to repair a type iii endoleak with limb disconnect on the left side. Patient had a tortuous anatomy and so the bottom part of one iliac leg graft was next to the top part of the other iliac leg graft. The physician used another manufacturer's device to repair the endoleak with a positive outcome.

Manufacturer narrative:
No product was returned to assist with our investigation. An internal clinical review indicated the migration of the device was due to incorrect planning and sizing when considering the patient's adverse anatomy.